Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is capsular contracture and seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported plan to remove right side due to a "preventative reason." Explant surgery was cancelled "due to the suspicious of alcl" following MRI that detected "liquid collection" and "capsular contracture signs." Markers and baker grade were not provided. The device remains implanted.

Event description:
Healthcare professional confirmed baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.1.